Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: the customer requested that the trima system be checked following alleged collect volume inaccuracies. This record is associated with the service call that was made, therefore, there is no patient or donor information. This event is included in MDR 1722028-2011-00084 ((B)(4)).

Manufacturer narrative:
(B)(4). This record is associated with the issue addressed in record # 1722028-2011-00084 ((B)(4)). Investigation: the run data files and pump occlusion were checked. There were no problems found. The engineer could not duplicate any problem. The device history record was reviewed and no issues were noted during manufacturing. See record 1722028-2011-00084 for further investigation information.